Manufacturer narrative:
Root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was a programming error with midazolam. Midazolam was a stat order and intended to infuse at 5mg/hr. The volume to be infused (vtbi) was 100ml. The medication was to infuse as a bolus; however, it was believed that the clinician selected the weight-based option from drug library instead of non-weight based. As a result, the drug infused more quickly. Per report, customer does not believe this was a device issue. The clinicians that verified the medication stated they did not remember seeing a guardrails alert. There was no patient harm. Although requested no additional information will be provided by the customer, no devices will be returned.